Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start (prior to ports placement) of a da vinci-assisted thoracic sympathectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error m02 occurred multiple times on erbe integrated electrosurgical unit (iesu). The customer power cycled the iesu multiple times. The tse explained that error m02 would require the iesu to be replaced. The customer indicated that they have a third-party generator (covidien generator). After, while during the procedure, the customer called back to report that erbe iesu had no monopolar and bipolar energy, and a red question mark appeared next to the bipolar port. The customer had replaced the energy cable with no change. The tse had the customer power cycle the erbe iesu. When the iesu powered back on, the iesu could recognize bipolar energy cable. However, monopolar instrument (bovie pen) was still not working on the iesu. The procedure was completing as planned with no reported injury.